Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope plus has been returned and evaluated by the failure analysis (fa) team. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. Fa found additional observations that were not reported and are not related to the customer complaint: the endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces.

Event description:
It was reported that the 30-degree endoscope plus was found to be bent/cracked at the tip. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no missing pieces from the scope just bent at the tip.